Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the monitor failed incoming functional testing. The cause of the failure was isolated to a shorted transistor q701 on the defibrillator board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing "adjust belt" messages.